Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the system was not in clinical use when issue was identified. A philips field service engineer (fse) inspected the system onsite and confirmed the issue, identifying that the system was having issue loading software while the system was being upgraded. Troubleshooting determined that there was a failure in the hard disk drive (hdd) of the host pc. To resolve the issue, the host pc, frontal pc, and lateral pc were all replaced. The fse also upgraded the system software and performed system calibrations. After these repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that host pc had hard drive storage issues. No harm was reported to philips. A philips field service engineer (fse) inspected the system onsite, replaced the host pc, and image processing pc, and upgraded the software, which resolved the issue. The device was returned to use in good working order. Philips has started an investigation of this complaint.